Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the sys continued to fluoro briefly after releasing the hand switch. This occurred outside of a procedure with no pt involvement. There is no report of injury or death associated with this event.